Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was "force sensor test" alarm after multiple repairs and calibration attempts" was confirmed during power up test as well as review of the event history log. The probable cause was due to a problem with the main printed circuit board (pcb) offset circuit because the customer reported the plunger cable and plunger head assembly were previously replaced. The plunger pcb, plunger cable, and main pcb. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was "force sensor test" alarm after multiple repairs and calibration attempts¿; during device evaluation the allegation was confirmed due to a problem with the main printed circuit board (pcb) offset circuit. There was no patient involvement and no harm.